Event description:
Angiojet spiroflex monorail catheter: during stemi (st-segment elevation myocardial infarction) procedure, angiojet malfunctioned, found defective, used without success. No complications or any harm to the patient. A replacement angiojet catheter was opened and successfully used without any complications or issues.